Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via e-mail that the customer notices smell of insulin in the reservoir compartment, but the customer did not notice any leaks from the reservoir. Attempted to contact the customer for more information with no results. No further information was provided.